Manufacturer narrative:
(B)(4). The reported condition was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). This report is an allegation against the cassette; however, since the exact product code is unknown at this time, there will not be a 510k number provided. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The nurse (rn) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 1. The technical service representative (tsr) explained the se 2240 indicates air entered the set up and further advised the rn to cycle power on the machine to clear the alarm. The tsr instructed the rn to start over using new supplies. The tsr reviewed proper procedures per user manual with the rn. The rn confirmed there were no connection issues and nothing unusual was noted with the set up. There was no patient injury or medical intervention reported.